Event description:
It was reported that in the middle of the case the surgeon noticed extra blood in the operative field. The cv5045 clamp was removed from the pt's aorta and replaced with a cv5050 clamp. The cv5045 was examined to determine if the inserts were fitting properly. When the inserts were pulled, the jaw of the cv5045 fractured off the clamp.